Event description:
It was reported that an ilet pump¿s screen was unresponsive to the sleep/wake button and, after guided troubleshooting including charging and app-initiated restarts, the display turned on but showed lines; this aligned with a device problem of unresponsive controls associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related issue affecting the touchscreen function, consistent with an unresponsive key/button and display distortion on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.